Event description:
The reporter has scleroderma disease ( a disease in which the skin becomes progressively hard and thickened). She met with one dr (B)(6), who recommends a narrow band uv light therapy. During treatment she was exposed to the uv light, she now has burns all over her body, she believe is she stayed under the light longer than she was supposed to. After five sessions of the treatment she developed severe contracture on skin, upper and lower arms, and chest, also blisters all over her arms. Her condition got worst than she was before the treatment. She was given a steroid ointment (triamcinolone) and percocet for pain. She refuses to go back to the doctor as he is not helping and she does not know the manufacturer of the device.